Manufacturer narrative:
The device has been explanted and should be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had been explanted on (B)(6) 2014. The pt reported discomfort around the implant site and receiving very little benefit. The surgeon indicated that there was evidence of a recurrent cholesteatoma, which could explain the discomfort. Explantation was performed since the pt was no interested in a floating mass transduced repositioning.